Manufacturer narrative:
Section b2: corrected. Section d1: brand name corrected. Manufacturer's investigation conclusion: the reported eogo (extrinsic outflow graft obstruction) and outflow graft twist were confirmed via the submitted CT (computed tomography) image. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system IFU (instructions for use), rev. C, contains the following information: section 1, "introduction," outlines potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6, "patient care and management," provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The outflow graft clip addendum to the heartmate 3 lvas IFU, rev. B lists the outflow graft clip as a required component for implant. The document further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had extrinsic outflow graft obstruction (eogo). The patient presented with typical heart failure symptoms including shortness of breath and also had epistaxis. A computed tomography (CT) scan was performed. Results stated that the patient was status post left ventricular assist device (lvad). Within the outflow graft, there was appearance of a smooth filling defect, which could represent thrombus versus twisting of the graft component. There were no changes to the patient condition or pump parameters that may have contributed to the event. The patient required a redo sternotomy to fix the twist, and a stent for eogo. The obstruction was resolved.